Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) -2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device doors and drawers were failed and not on bus. The technical support specialist queried server database and recovered failed storage spaces. A field service engineer replaced the broken latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system all doors and drawers failed causing delay. The customer added that no meds were available from the station for 18 days and nurse had to go to another ward to get medications however, there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system all doors and drawers failed causing delay. The customer added that no meds were available from the station for 18 days and nurse had to go to another ward to get medications however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a broken latch. The field service engineer resolved the issue with broken latch. The system functioned as intended after the technical support specialist troubleshooted the device.